Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged, had pulled back into the right atrium and that the lead was not capturing. The lead was revised and remains in use. It was also reported that the implantable pulse generator (ipg) exhibited a setscrew problem where the setscrew could not engage when attempting to re-connect the lead to the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.